Manufacturer narrative:
The device was received with intermittent button response due to corroded keypad traces. There were no button error alarms during testing noted. The device was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and broken battery tube threads. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received a button error alarm on their insulin pump. No further information provided.